Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, gastrointestinal/pelvic floor. It was reported that below their left buttocks down back of left leg it is numb. They said it is not totally dead leg because they can walk, but they have weakness and numbness. They also had pain if they actually press on left and right side of hip. They said its really painful about six inches down on left and right side of each hip. Its kind of on side of leg and is on the same side o right and left side. They had pain in the middle of their buttock making it hard to sit so they are better laying down. The patient had 38 bowel movements in 6 days. The patient had not tried lowering stimulation to see if the pain, weakness, and numbness goes away. The patient had reached out to their healthcare professional but had not been in contact yet. They wanted to speak with a manufacture representative. An email was sent to the field. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the manufacturer representative (rep). The rep reported that the patient was complaining of numbness, pain and weakness down their legs, mostly their left leg, but the right leg seemed affected as well. The patient shut the device off, which did not resolve the issue. They were going to see their doctor the following day for further follow-up. The issue was not resolved at the time of the report. Additional information was received from a manufacturer representative. It was reported that the actions/interventions taken to resolve the pain, numbness, and weakness in legs was the healthcare professional was planning a pocket revision. The event was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.